Manufacturer narrative:
Unit received with blank display due to moisture damage on electronics assemblies. Unit received with moisture damage on motor, vibrator motor or battery tube. Pump received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that he fell into water while wearing the insulin pump. The customer stated that water was visible under the display. Blood glucose level at the time of the incident was 58 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.